Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm and reproduce the reported event by running a rack scan ten times with ten tubes. The print out showed only eight tubes and two test cups. The issue was resolved by the fse adjusting the sample height detector forward. The instrument was validated by performing a quality control (qc) and the results passed and was within published ranges. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 16sep2019 through aware date (B)(6) 2020. There were no similar complaints identified during the searched period. The most probable cause of the reported event is the sample height detector needed to be aligned.

Event description:
Customer requested to have a ticket created at the request of the field service engineer (fse). Customer stated that they have already been in contact with the fse and he has a scheduled time for his visit. The customer stated that the instrument did not always identify a sample in the rack. A field service engineer (fse) had already been dispatched to address the reported issue which caused a delay in reporting estradiol (e2) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.